Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called requesting information regarding configuration as there was a statement referencing an inability to power up. There was no patient involvement.